Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(4). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a heater-cooler system 3t struggling to cool down on patient and cardioplegia circuits during service. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. Heating and cooling were found to be within specification. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Customer suggested that a possible cause for the issue may have been the patient. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: based on service activity finding reported in the previous supplemental report, hardware malfunction of device could be excluded as root cause of the event and no further complaints have been received for this specific issue on this unit, confirming that the reported event was not device related. The issue is more likely associated to procedure/circuit related factors such as tubing length or due to the simultaneous activation of cardioplegia and patient circuit cooling. As per device instruction for use, the length of the tubing between the heater-cooler and the heat exchangers and the single-use heating/cooling blanket must not exceed 5m. In addition, when activating the cardioplegia cooling circuit, it automatically has priority over the patient circuits. As a consequence, the cooling performance of the patient circuits is significantly reduced. Therefore, the cardioplegia cooling circuit needs to be deactivated at once, as soon as it is no longer required.

Event description:
See initial report.